Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed dosing stop, connect cgm, and enter bg alerts after the user applied a new freestyle libre 3 plus sensor, which had been started on a separate abbott libre app and thus could not be used with the ilet; the user was instructed to replace the sensor using the ilet app, after which warm-up showed, consistent with an improper setup procedure and with no applicable device component failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to starting the sensor on a non-ilet app, which prevented proper cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.